Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that at a changeout on the implantable cardioverter defibrillator (ICD), a slight increase in shock impedance was observed on this system. The device was programmed in triad. Coil to coil configuration showed an out of range shocking impedance and at the coil to can configuration, the shocking impedance was within normal limits. Testing procedures on the current can were discussed to determine what the real impedance was. Around a month before, the shock lead impedance began a minimal increase. The ICD was explanted due to normal battery depletion and the right ventricular lead remains in service. At a follow up with the field representative an issue with the leads right atrial coil was confirmed. The patient had never had appropriate therapy for ventricular tachycardia or ventricular fibrillation, so the rationale of the physician was to leave the lead with an the rv coil to can configuration. No test was completed. This rv lead remains in service. No adverse patient effects were reported.